Event description:
Procedure: total hysterectomy. The reload broke in half, and came apart, three different parts were inside cavity. At this point, they were unable to close the instrument, to remove it, so they had to convert to open procedure, to remove instrument and finish case. Surgeon retrieved all pieces. No pt injury.